Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vich13.2; +07.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced excessive vaulting. Intraoperatively the lens was removed. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
B5 - it was later clarified the lens was implanted into the patient's left eye and not the right eye. The surgeon filled out the form wrong. Claim#: (B)(4).